Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a that the down button on th eir pump requires multiple presses in order to register. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas at the time of this report. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at t his time.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 08/13/2013 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. During a visual inspection of the pump, no damage was observed to the keypad. During testing, the up arrow and down arrow keypad buttons were intermittently responsive and required hard presses to engage. The contrast and ok keypad buttons functioned properly. The keypad cover was removed and contamination was found under all key contacts.